Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover and the distal end of the gastrointestinal videoscope was burned. Based on the results of the investigation, it is possible that a high-energy treatment tool (e.g., high-frequency device) was used without ensuring a sufficient distance from the tip. However, the most probable cause of the malfunction identified during the investigation is traced to component failure. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the plastic distal end cover and the distal end of the gastrointestinal videoscope was burned. There was no patient involvement.